Event description:
It was reported the patient was having difficulty communicating with the ipg using the charging system. It was reported the physician had repositioned the ipg to a deeper location on (B)(6) 2012. The patient continued to have difficulty charging the ipg, so the physician once again repositioned the ipg deeper within the pocket on (B)(6) 2012. It was reported the patient was able to communicate with the ipg using the charging system after the final surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.